Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, on the appendix, the device had poor staple formation. It did not form b shaped. It fired as c shaped and did not curl in. They converted the laparoscopic appendectomy to open procedure, and opened a new device. The patient incision was extended more than 1 inch. Procedure was 30 minutes extended, and the hospital stay of the patient was extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Nicks were observed on a knife blade. An approximating lever was broken at the base in a manner consistent with exposure to excess clamping force. Further inspection noted that the cartridges of the single use loading unit (sulu) were partially disengaged from the channels. In addition, the knobs on the posterior side of the disengaged cartridges of the sulu were broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use (IFU) also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected secondary conditions of broken approximating lever and posterior knobs that has no relationship to the reported incident. Replication of the observed secondary broken approximating lever damage may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. Replication of the observed secondary posterior knobs damage to the sulu may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.